Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The index procedure treated the 70% stenosed, 3.5x12mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon, the placement of a 3.5x16mm taxus element study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. A non target lesion in the 1st obtuse marginal branch was treated with an unspecified taxus liberte stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2009, the patient was hospitalized due to sudden onset of retrosternal chest pain at rest, radiating down the left arm. Cardiac enzymes were elevated but not consistent with the protocol definition of a myocardial infarction. Two days later angiography revealed a 90% stenosis of the 1st diagonal branch. The patient was treated medically and discharged the next day on aspirin and clopidogrel. Adjudication results reported a non q-wave mi event and listed the study device and non-target vessel relationship to the event as "unknown".